Event description:
It was reported that patient experienced cardiac perforation, cardiac arrest, pericardial effusion and cardiac tamponade. During a concomitant atrial fibrillation ablation (afib) and a left atrial appendage (laa) closure procedure, a versacross access solution was selected for use. The transseptal puncture was performed however was slightly difficult due to the septum was aneurysmal. The patient was given an afib ablation and a 27mm watchman flx pro closure device was implanted. There was no difficulty with the ablation workflow. The patient arrested the following day. The patient accumulated blood in the pericardial sac approximate 24 hours after the procedure resulting in cardiac tamponade, cardiopulmonary resuscitation (CPR), and pericardiocentesis before being taken to the operating room (or) for surgery. In the or, an anchor was discovered perforated through the base of the laa from the closure device. The potential cause for bleeding was not disclosed. The closure device was removed, and the appendage was ligated. The patient was discharged on (B)(6) 2026. The physician does not believe the farawave, faradrive, or versacross caused issues. It is believed that the watchman device caused the effusion. Watchman device was determined to be the source of perforation. The versacross device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. The information was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.